Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The blood glucose level was 20 mmol/l. The insertion site was abdomen. No further information available.